Event description:
It was reported to boston scientific corporation that a wallflex enteral colonic stent system was used during a stent implantation procedure on (B)(6) 2012. According to the complainant, the indication for the stent placement was treatment for colonic carcinoma. The stent was intended to be placed as a bridge to surgery. The patient had an ileus located at the rectal-sigmoidal area of the colon. The patient anatomy was noted to be difficult but not really tortuous. During the procedure, the stent failed to deploy at all from the delivery system. No visible issues were noted to the device. The stent system was removed from the patient. The procedure was completed by performing an ileostomy. There were no patient complications as a result of this event. The patient condition following the procedure was reported to be stable. Based on the device analysis, which found that the shaft and inner lumen were detached/separated, this is now considered a reportable event.

Manufacturer narrative:
(B)(4). A visual examination of the returned device found that it was in 3 sections. The shaft had been dissected at 78mm proximal to the tip. The remaining section of the outer sheath measuring approximately 1290mm was detached from the distal handle and was returned separate to the proximal handle section. The stainless steel handle was severely bent and the inner lumen had been dissected at 19mm distal to the distal end of the stainless steel handle. The stent was fully mounted on to the device . It was noted that the outer sheath was kinked proximal to the mounted stent. During a functional analysis, the outer sheath was retracted on the distal section of the device without any resistance. No issues were noted with the profile of the deployed stent or the inner lumen. The outer sheath of both sections of the device was dissected longitudinally and no issues were noted. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. A search of the complaint database revealed that no similar complaints exist for the specified batch. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label. The investigation concluded that this complaint is associated with a product that meets the design and manufacture specifications but due to anatomical/procedural factors encountered during the procedure, performance of the device was limited. The most probable root cause classification is operational context.